Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Captures the reportable event of stent shaft break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was opened for use for a ureteral stent placement procedure to be performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, the physician tried to cut and remove the suture and noticed that the stent was separated. The procedure was completed with another polaris ultra stent. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to gain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A polaris ultra ureteral stent was returned for evaluation. A visual evaluation found that the bladder pigtail was detached. The stent was returned with the protective tube loaded, and the protective tube was observed to be bent at the side closest to the bladder pigtail. The suture string was observed to be cut close to the suture knot. No other anomalies were noted. The dfu states that the protective tube should be removed prior to attempting to pull on the retrieval line or else the retrieval line could become caught on the renal coil as it is being pulled through the collar and in some instances, can tear or kink the stent. Based on the product analysis, the act of removing the suture with the protective tube loaded in the stent may have resulted in the significant damage (stent torn) and the protective tube was observed bent. It is possible that the way in which the stent and the protective tube were manipulated may have contributed to the failures encountered (stent detached and protective tube bent). The detachment was likely produced when the suture was removed with the protective tube loaded in the stent. The stent detachment found is consistent with one caused when suture is being pulled with excess of force. The protective tube not being removed from the stent before the suture being pulled, could have induced the protective tube becoming bent. Therefore, a conclusion code of unintended use error caused or contributed to event, since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was opened for use for a ureteral stent placement procedure to be performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, the physician tried to cut and remove the suture and noticed that the stent was separated. The procedure was completed with another polaris ultra stent. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to gain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A polaris ultra ureteral stent was returned for evaluation. A visual evaluation found that the bladder pigtail was detached. The stent was returned with the protective tube loaded, and the protective tube was observed to be bent at the side closest to the bladder pigtail. The suture string was observed to be cut close to the suture knot. No other anomalies were noted. The dfu states that the protective tube should be removed prior to attempting to pull on the retrieval line or else the retrieval line could become caught on the renal coil as it is being pulled through the collar and in some instances, can tear or kink the stent. Based on the product analysis, the act of removing the suture with the protective tube loaded in the stent may have resulted in the significant damage (stent torn) and the protective tube was observed bent. It is possible that the way in which the stent and the protective tube were manipulated may have contributed to the failures encountered (stent detached and protective tube bent). The detachment was likely produced when the suture was removed with the protective tube loaded in the stent. The stent detachment found is consistent with one caused when suture is being pulled with excess of force. The protective tube not being removed from the stent before the suture being pulled, could have induced the protective tube becoming bent. Therefore, a conclusion code of unintended use error caused or contributed to event, since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was opened for use for a ureteral stent placement procedure to be performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, the physician tried to cut and remove the suture and noticed that the stent was separated. The procedure was completed with another polaris ultra stent. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to gain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.